Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5119650.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient had a lead which was capped due to an unspecified reason. Further information was not provided.